Event description:
Complainant alleged that during a biomed testing, the device took 45 milliseconds to shock on synchronized cardioversion mode after detecting the "r" wave using a simulator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.